Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump¿s black box revealed reboots. The battery compartment was found to be cracked. There was no damage found to the battery cap. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The reboots were duplicated using a test cap as well. The battery cap contacts were found to be within specification. Unrelated to the original complaint, there was corrosion found in the battery compartment. The pump leaks at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board.